Manufacturer narrative:
Product analysis: the complaint was confirmed; the applier was unable to be removed from the guide. The cause of the graft severence could not be determined however, may have been due to the combination of the patient¿s anatomy and the user interatcion. The severence indicates the guide most likely expeirenced extereme force both axially vs torsionally, which most likely led to the delamination within the device causing the removal difficulty of the applier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx andoanchor system was implanted in a patient for the endovascular treatment of the migration of another manufacturer¿s stent graft. It was noted that the patient had tortuous iliac arteries with a 90 degree bend. It was reported that the guide tracked well through another manufacturer¿s sheath and there were no issues with the applier. The gu ide was deflecting well but the anatomy made it challenging to keep the guide in place. 4 anchors were placed and the migration was resolved. When the guide applier was retracted back through the guide it became stuck. Both the guide and the applier were removed from the patient and it was observed that the guide had split which caused the applier to become stuck. The physician stated that the cause of the event was due to patient anatomy; specifically, very tortuous iliac arteries. It was noted that the physician went up the left side which had a 90 degree bend. No additional clinical sequelae were reported and the patient is fine.